Manufacturer narrative:
Product complaint # pc-(B)(4). An empty opened foil and a suture piece of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body were observed and the end of the suture was cut that appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the condition of the sample, suggest an improper handling of the sample.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2018 and barbed suture was used. The suture was broken on the transition part during sewing the uterus. The surgeon changed to a new one to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.